Event description:
Two pieces of comfort sling plus mod 300 have been found to have a non-conformity due to incorrect loop straps.

Manufacturer narrative:
Retrospective review, this has been deemed to be reportable.